Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient fell a couple weeks ago and noticed the change in pain relief. He also noticed that when he would cough he wouldn't feel the same buzzing sensation that he would before he fell. We were able to program around the issue and get him coverage. Will continue to fu w patient to get him appropriate therapy. Patient fell and said there was an increase in pain and a change in his stimulation. He had x-rays taken, but at the time of the report they haven't been read by a doctor. He was met in the office yesterday and was reprogrammed to get coverage over his painful areas. He is also reporting issues with recharging, stating that recharging takes a lot longer than usual. He also notices that without moving the recharger will lose connection with the scs. Field employee also noticed this issue yesterday during the appointment. There is a delay of 10-15 seconds for the remote/recharge to respond to the paddle not being over the scs. We were able to get a connection, but it seemed off compared to normal. No confirmation yet in regards to the migration of the leads. However, the patient is getting very good relief with the new programming